Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) and a half years post initial procedure the patient presented emergently with abdominal pain. A type ib endoleak, and a type iiia endoleak with implant separation were identified. Successful reintervention was completed with implant of two (2) afx vela infrarenal, an afx vela suprarenal, an ovation ix extender, and an afx limb stent graft. The patient was reported to be stable and doing well post reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components with complete separation and additional endovascular procedure events are confirmed. The type ib endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for type iiia endoleak of the aortic components with complete separation and additional endovascular procedure is anatomy related as there was no aortic angulation post index procedure, increasing to approximately 70 degrees in the still photos (aortic remodeling). No procedure related harms of this event were identified with the medical records available for review. The final patient status was reported as being discharged on the second post operative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.